Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 6-april-2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse installed a new pump then ran drain flushes and calibrated the instrument. The fse then ran a sample. The fse set the flow rate to lower the pressure at an acceptable range. The fse ran controls on level 1 and 2. All results were within acceptable range. There was no further action is required by field service. The most probable cause of the reported event was failure of pump.

Event description:
On (B)(6) 2017, a customer reported that the flow rate was high on the g8 analyzer. The customer is unable to hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.